Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no motor movement or negligible movement. The customer's blood glucose value was 105 mg/dl. Customer reported they were able to clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no motor movement alarm during rewinding due to corroded motor home switch. Device was received with moisture damage on electrical board.